Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator. The device was in its unopened package.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found a piece of metal wire that had penetrated the battery boot causing short circuit between the battery and the pacemaker capsule.